Manufacturer narrative:
Batch review performed on 18-aug-2023: lot 2117186: (B)(4) items manufactured and released on 01-marc-2022. Expiration date: 2027-02-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 1 month from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head. The surgery was completed successfully.